Manufacturer narrative:
(B)(4). The caravel microcatheter with its separated tip was returned for evaluation. The tip was torn at the distal end of the catheter shaft. In the same spot, the inner polymer tube was found gathered towards the center of the lumen; the catheter lumen became smaller in size. This finding suggested that torsion was applied when the tip torn off. Scratches most likely made when contacting calcium were observed all over the tip. There was a longitudinal split in the mid segment of the tip where circumferential scratches were also observed. The observed split was likely attributed to tensile stress generated with catheter removal performed while the tip was being bitten by calcium. The applied tensile stress also left multiple oblique cracks on the tip surface at the time the tip polymer got stretched. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion and tensile stress generated with removal exceeded the product's design limit as the catheter tip was being trapped in the severely calcified lesion and the excess stress made the tip to be damaged and eventually separated from the rest of the catheter. It was concluded that this event was not attribute to product quality. Although there were reportedly no adverse patient effects, damage found on the returned tip was too severe to completely rule out a possibility that some fragment(s) might be left in the patient. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the procedure was to treat a moderately tortuous, severely calcified lesion in the proximal rca. An asahi caravel microcatheter was advanced to the lesion when it became stuck in the lesion. To release the microcatheter from the trapping lesion, torsion was applied when the catheter tip became separated. The separated tip was successfully retrieved by unspecified means. The patient was reportedly fine after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.